Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: this device has no previous service events; therefore, a service history review is not required, and a review of the device history record was performed. The device history record (DHR) review did not identify any issues during the manufacturing of the device that may be related to the current complaint. Additionally, the review of the DHR did not reveal any evidence of nonconforming product. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.